Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was properly positioned at 4mm on the left coronary cusp (lcc) and deeper than 12mm on the non-coronary cusp (ncc). Before the final deployment attempt, the valve dislodged deeper into the ventricle; the valve was recaptured and withdrawn from the body. It was reported that, due to the failed deployment attempts with the medtronic device, severe central aortic regurgitation was noted. Subsequently, a non-medtronic valve was successfully implanted. The patient was transitioned to extracorporeal membrane oxygenation (ECMO), was put on bypass, and a ventricular assist device (vad) was implanted. No additional adverse patient effects were reported.